Event description:
It was reported that the pt presented for a check up after a shock was delivered. The device displayed a possible output circuit damage alert. The pt explained they underwent surgery around the time that the error message began to display. During the procedure, the pt was shocked by the device. There was no magnet on the device and it was not programmed to therapy off for the procedure. Issue was resolved when software was downloaded and alert message was cleared. The system remains in the field.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.